Event description:
It was reported that a reading of >40,000 ohms was observed. It was noted that about one month prior to report the patient was getting stimulation on the right side and then stimulation was turned off for one week. During that time, the patient denied any falls or trauma. Electrode one and two showed >40k ohms. It was noted that electrode two ¿sometime¿ displayed 39,527 ohms. The healthcare professional (hcp) had an x-ray done on the lead, extension and implantable neurostimulator (ins) and it showed no fracture. It was noted that 0-3 was for the patient¿s right side and 8-11 was for the left. Reprogramming was done utilizing 0/3 and 8-11 but the patient felt nothing. Additional information received reported that there were no malfunctions observed and the cause of issue was not determined. The managing hcp intended to notify the surgical hcp. It was noted that they were unable to program appropriately to assist patient for total coverage needs. Additional information received reported that the patient had been referred to neurosurgery but no procedure date had been scheduled.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v000676, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).